Event description:
While taking x-rays, the hygienist heard the machine making noises and when she went to turn it off, she got shocked and received a burn on her finger.

Manufacturer narrative:
An eval of the failed converter pcb revealed all parts appeared to be correct and the converter pcb was assembled correctly. There was some visible damage to the unit. The traces on the back of the pcb at the leg of switch s2 were fused open, and some discoloration likely from excessive heat was noted to the pcb substrate. Additionally, this unit was modified by parties unk; a wire with white insulation was soldered between one leg of fuse f6 and one leg of switch s2. This is not an authorized or standard modification or repair. Since the converter pcb has all the correct parts and appeared to have been assembled correctly and was properly functioning immediately following its manufacture, there is no evidence to suggest that anything other than this un-authorized modification was the root cause of this incident.